Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching. It was further reported that the patient had three double power disconnects. These occurred when the patient was connected to just the one alleged battery and switching to another power source. The battery has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected event date in section b3. Product event summary: the battery was returned for evaluation. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files did not reveal any premature power switching events involving the battery within the analyzed period. As a result, the reported power switching event was not confirmed. Analysis of the event log files revealed three controller power up and associated motor start events logged since (B)(6) 2018, indicating losses of power to the controller. The controller power up events were logged on (B)(6) 2018. The data points recorded prior to the controller power up events revealed that the reported battery was connected to the controller prior to each loss of power. Log file analysis did not reveal any anomalies recorded leading up to the controller power up events. The controller was without power for fifteen seconds during the first loss of power, 33 seconds during the second loss of power, and a maximum of 61 seconds during the third loss of power. As a result, the reported controller loss of power event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. Continuation of d11: dvbb1d4 - ICD, 6935m62 - lead: implanted (B)(6) 2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.